Manufacturer narrative:
A2-a6) patient information: not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the turbo-elite was returned for evaluation. Visual inspection found a kink/breach/melting with broken fibers 33 mm from the distal tip, with light visible through the breach. Additionally, a wrinkle was present 34 mm from the distal tip; however, no breach was observed. H6) based on the device evaluation and investigation, the cause of the damaged catheter could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion using a spectranetics turbo-elite laser atherectomy catheter. During preparation for use, the catheter was damaged, and laser light was projecting from the area. A new turbo-elite was used to complete the procedure, with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.